Event description:
It was reported that during a tplif at l4-l5, consultant reports the surgeon tried several times to tighten the caps on to the screws, but the rod would not seat into the head. Surgeon removed the cap, rod, and screw and examined the screw. The silver collett in the screw head was rotated, which prevented the rod from seating. Surgeon replaced the screw with another one and was able to seat the rod properly, place and tighten the cap with no further problem. Procedure was extended approximately 30 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the body has visual nicks, scratches and deformation on outer diameter and internal threads. The screw has nicks and scratches and the collet has indent on outer diameter from being rotated against assembly rotary broach dimples and will not slide freely vertically. This complaint was deemed indeterminate from a manufacturing standpoint. The proper technique for inserting the pedicle screw is described in the technique guide. The screw head must be free and mobile after insertion. When this technique is followed, the screw head will be able to be rotated into proper alignment without disrupting the collet position in the screw head. Tools are provided in the set to check that the head is free and mobile, and the proper technique is described. This complaint is invalid from a design perspective. Placeholder.